Manufacturer narrative:
Device evaluation: one sample was received in used conditions with the original packaging opened. Functional testing confirmed the complaint when a leak was detected. Based on the analysis performed because the issue was not discovered during the pre-check to root cause could be due to improper use of the product. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. All mitigations in place were verified and it was confirmed they have been executed accordingly. This failure condition will continue to be monitored in this product for threshold or escalation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the ett was connected to ventilation circuit, cuff started to leak. Extubated the patient and intubated with new (checked) ett and kept the cuff pressure gauge attached to the tube throughout operation. When cuff pressure gauge was removed the cuff started to leak and it didn't help to fill cuff manually with syringe. Patient was extubated. No visible faults were detected. No adverse patient effects were reported by the customer. Three complaints represent the same patient; (B)(6).